Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had broken "at the loop", behind the pump. It was confirmed by a CT scan with contrast. No further info was available as regards to pt adverse events or drug infused via the device. Add'l info has been requested, but was not available as of the date of this report.